Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding four falsely elevated beta human chorionic gonadotropin (bhcg) patient sample results obtained on a dimension vista® 500 intelligent lab system. Siemens is investigating the event.

Event description:
Four (4) discordant falsely elevated beta human chorionic gonadotropin (bhcg) patient sample results were obtained on a dimension vista® 500 intelligent lab system. The results were reported to the physician(s) and were questioned. The same samples were reprocessed on two alternate dimension vista® 500 intelligent lab systems and lower results considered correct were obtained. Corrected reports were issued with the lower results. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated beta human chorionic gonadotropin (bhcg) results.

Manufacturer narrative:
Additional information (16-dec-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer's site and performed maintenance procedures as part of normal troubleshooting for issues of this nature. Quality control (qc) recovered within range after service and recalibration. System verification indicates acceptable performance after the service visit. No other issues have been reported by the customer since the service visit. A potential product issue was not identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00337 was filed on 13-dec-2022.